Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no endoscopic image. The endoscopic image could not be displayed, disconnection in cable unit, and failure of optical connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the e226 and no endoscopic image were due to the failure of the optical connector. In regard to the newly identified malfunctions, due to disconnection in cable unit, the endoscopic image could be displayed. As for the other identified malfunctions, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the autoclavable camera head had error e226 during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.